Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that the first two images came up as flat gray screens. The system required a reboot to regain the live image. There is no report of pt injury associated with this event.